Event description:
Healthcare professional reported "infection". This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b3, b5, b6, h6.

Event description:
Healthcare professional reported "infection". This record is for the right side. The device was explanted and replaced. The device will not be returned.